Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, resistance was felt and the stent strut was lifted. The device was removed the procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, resistance was felt and the stent strut was lifted. The device was removed the procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the stent detached in the patient when attempting to deploy it in the calcified lesion at ostial cx. The detached stent was removed from the patient by trapping it with a delivery catheter.

Manufacturer narrative:
The synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. The stent was not returned with the delivery device. A review of the crimp data for catheter batch identified that the maximum stent crimp profile was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was clear evidence of stent crimp on the balloon material. A visual and microscopic examination of the bumper tip identified no damage. A visual and microscopic and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.